Event description:
It was reported that a stent damaged occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery. The lesion was pre-dilated by performing rotablation with a 1.5mm and 1.75mm rotablator burr. A 3.00x16mm promus premier stent was selected and an attempt was made to advance the stent but the stent did not reach the lesion. They took the stent out un-deployed and noticed that the stent struts and the edge of the struts were flaring out on the balloon. The procedure was completed with another of the same device, followed by deployment of three unspecified stents. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damaged occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery. The lesion was pre-dilated by performing rotablation with a 1.5mm and 1.75mm rotablator burr. A 3.00x16mm promus premier stent was selected and an attempt was made to advance the stent but the stent did not reach the lesion. They took the stent out un-deployed and noticed that the stent struts and the edge of the struts were flaring out on the balloon. The procedure was completed with another of the same device, followed by deployment of three unspecified stents. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).